Event description:
Software version on the system was 1.6.4.

Manufacturer narrative:
H3: analysis did not find any fault with this device and unit received with sw 1.6.4. H6: previously added imdrf annex code b21, c21, d16 are no longer valid d20 is applicable for the main device continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial number: (B)(6), h3: afe board failure and unit received with sw 1.6.4 h6: previously added imdrf annex code b17, c20, d16 are no longer valid d02 is applicable for this product. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1 h6: imdrf annex codes b17, c20, d16, g02005 are applicable for this product. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during intra-op, when stimulating the waveforms were intermittent. System plugged into own wall outlet. Bovi used but had muting detector used. No local anesthesia. Stimulus delivery sound heard when there was intermittent wave form. Stim return did not show 0, which would indicate that current was being delivered. There was no change with tube repositioning. The issue was identified after 1 hour of use. Electrode connections were checked and repositioned. Software version on the system was 1.4.3. There was no patient impact.